Event description:
It was reported that the patient was taken to the emergency room after receiving an inappropriate shock due to sense b noise, from this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD). The device was programmed in the primary vector. The device was reported to have over-sensing of noise. The physician reprogrammed the device to the secondary vector but expressed concerns about its low amplitude. Attempts to replicate the noise through various physical manipulations were unsuccessful. No further tests have been conducted. A request for device data analysis was made. A technical service (ts) consultant reviewed the data and identified definite signs of mechanical noise in the lead system. Recommendations were made for x-ray imaging and additional tests to verify the integrity of the lead system's path, as well as to perform provocative maneuvers, isometrics, manipulations, and posture changes. Currently, the sicd and electrode remain implanted. No additional adverse patient effects were reported. New information was received indicating that this electrode was surgically explanted, and a new electrode implanted. Besides surgical intervention, no adverse patient effects were reported. It was reported that this device would be returned for analysis; however, the product has not been received. At this time, we have been advised that this electrode is located in country (madrid, spain), with no return date provided.

Manufacturer narrative:
The complete electrode was returned intact and thoroughly inspected and analyzed. Visual inspection revealed no abnormalities other than typical surgery - related damage which is considered normal. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Device tracking.

Event description:
It was reported that the patient was taken to the emergency room after receiving an inappropriate shock due to sense b noise, from this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD). The device was programmed in the primary vector. The device was reported to have over-sensing of noise. The physician reprogrammed the device to the secondary vector but expressed concerns about its low amplitude. Attempts to replicate the noise through various physical manipulations were unsuccessful. No further tests have been conducted. A request for device data analysis was made. A technical service (ts) consultant reviewed the data and identified definite signs of mechanical noise in the lead system. Recommendations were made for x-ray imaging and additional tests to verify the integrity of the lead system's path, as well as to perform provocative maneuvers, isometrics, manipulations, and posture changes. Currently, the sicd and electrode remain implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was taken to the emergency room after receiving an inappropriate shock due to sense b noise, from this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD). The device was programmed in the primary vector. The device was reported to have over-sensing of noise. The physician reprogrammed the device to the secondary vector but expressed concerns about its low amplitude. Attempts to replicate the noise through various physical manipulations were unsuccessful. No further tests have been conducted. A request for device data analysis was made. A technical service (ts) consultant reviewed the data and identified definite signs of mechanical noise in the lead system. Recommendations were made for x-ray imaging and additional tests to verify the integrity of the lead system's path, as well as to perform provocative maneuvers, isometrics, manipulations, and posture changes. Currently, the sicd and electrode remain implanted. No additional adverse patient effects were reported. New information was received indicating that this electrode was surgically explanted, and a new electrode implanted. This electrode is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.